Manufacturer narrative:
(B)(4). Initial evaluation at the customer site confirmed the reported condition. A follow-up report will be filed upon completion of the evaluation or if any relevant additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a flogard infusion pump that presented "alarm 38". It is unknown if this event occurred during patient use. There was no report of patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 38 was confirmed during device evaluation. The cause was identified as a damaged right force sensing resistor (fsr). The right fsr was replaced to correct the reported condition. If additional relevant information is received, a follow-up MDR will be submitted.